Manufacturer narrative:
A ge service representative performed an onsite investigation. All workstation circuit boards were reseated and the power cable/plug was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system locked up. There is no report of patient injury.